Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm any lead characteristic that would have cause or contributed to a dislodgement.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned but during the removal of the stylet, it dislodged from its original implant position. During an attempt to reposition the lead, it would not capture the patient and it exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned but during the removal of the stylet, it dislodged from its original implant position. During an attempt to reposition the lead, it would not capture the patient and it exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.